Event description:
A malfunction was reported by the customer, with malfunction code malf 12 indicating a repeated issue with the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. In response, the customer administered a correction bolus via the pump and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.